Event description:
It was reported that the collet would not accept the larger size pins during a procedure. The account had a back up on hand to complete the procedure with a delay of approx 15 minutes. There were no adverse consequences associated with this event.

Manufacturer narrative:
The device was returned to the manufacturer for investigation. Based on the investigation, debris had built up inside the collet. The debris would cause the larger size pins to not be accepted by the collet.